Event description:
It was reported the atrial lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD), (B)(6) 2013. A 6935m implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.